Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a motor error alarm while being hospitalized. Customer was hospitalized with blood glucose of 700 mg/dl. Customer reported that healthcare professional advised her not to worry about insulin pump at the moment. Customer would call back in order to troubleshoot.